Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported a blank display. The customer reported that the battery compartment and/or springs are damaged and/or corroded. The insertsert battery alarm was not displayed on the pump screen. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 63 alarm noted during testing. Pump alarmed low battery alert on 05/11/2024 07:15:00.000 in the history files. The alert is expected and occur during normal pump operation. The formatted history file confirmed the pump alarmed pump error 63 alarm (line number 147 file number 2017) three times between 05/14/2024 12:11:03.000 to 05/17/2024 14:34:06.000 due to moisture damage to motor processor as per global logic analysis (esf# (B)(4). Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assemblies and motor assemblies. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, broken belt clip rails, cracked keypad overlay, corroded battery tube, corroded motor home switch. Blank display was not observed during analysis and passed all required testing. However, confirmed the pump alarmed pump error 63 in the pump history download due to moisture damage to the motor processor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.